Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label and not according to the 'information for use'. The initial reported was unable to provide additional patient/event details. Should additional information become available, a follow-up report will be submitted. There are two (2) total devices associated with this product complaint. A separate FDA form 3500a has been generated to address each device. (B)(4).

Event description:
It was reported from a nurse that there was excessive leakage around the tubing of a flexi-seal signal device while inserted in a patient who was experiencing liquid diarrhea. As a result, more water was instilled into the retention balloon causing the balloon to become over inflated which amounted to 100cc's. The fms was removed and reinserted.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process.no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).